Event description:
Baxter reported a mini-spike on a transfer set. No patient injury or medical intervention was reported. During evaluation, a crack was found on the silicone tubing.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of a crack on the silicone tubing of a transfer set. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative action as appropriate.